Event description:
A customer reported issues requiring multiple fills of a cartridge before it appeared full. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the fill estimate issue by loading a new cartridge and received education on proper insulin gauge usage.